Event description:
Provider alleged they got new motor gearboxes back in march because the brakes were not holding. The new left motor is having the same problem. When in drive mode, the chair still rolls.